Event description:
It was reported that the transmitter did not blink when it was connected to the sensor. It was also reported that the sensor glucose and blood glucose readings had a big deference. The sensor glucose reading was 200 mg/dl while the blood glucose reading was 560 mg/dl. In another instance sensor glucose reading was 50 mg/dl while the blood glucose reading was 300 mg/dl. The sensor was removed on day three of use and it was noted that the electrode was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.